Manufacturer narrative:
Additional information will be provided upon investigation conclusion. Problem related with use of the product.

Event description:
It was reported that during the transfer a patient tuned turned around and tried to sit. The nurse managed to grab the patient, preventing him/her from falling or sliding off the seat. After event the nurse was examined by doctor, injury was assessed and the nurse went back to work with no limitations.

Manufacturer narrative:
During the transfer, the patient turned around and attempted to sit . The nurse was able to support the patient, preventing him from falling or sliding off the seat. After event the nurse was examined by the doctor, injury was assessed and the nurse went back to work with no limitations. No other details regarding nurse injury was provided. The sara stedys devices were in use all the time by the facility and the customer cannot determine which lift was involved in the incident. Therefore, it was impossible to evaluate the lift involved in the event. Moreover, tthe customer did not report any lift malfunction. The devices are equipped with instruction for use (IFU 001-12325 rev.8) which provides information on how to correctly use the device. The IFU for sara stedy contains information that: ¿before use, the caregiver should always consider the patient/residents medical condition, physical and mental capabilities.¿ ¿warning: to avoid injury, a full clinical assessment of the patient¿s condition and suitability must be carried out by qualified personnel before attempting to use sara stedy.¿ taking into account all facts, we can state that the event was a sequence of unfortunate events. The customer reported that the event was caused by an episode of patient confusion. The device was being used for patient transfer at the time of the event and in that way played a role in the event outcome. The device did not fail to meet its performance specification, the event was not a result of device failure. The complaint was decided to be reportable due to the patient confusion which might lead to a fall.